Event description:
Bilateral implantation was on 5/14/82 with explant of the right implant on 2/20/92 and 10/29/86 of the left implant. Plaintiff alleges various symptoms including, but not limited to, night sweats, arthralgias, myalgias, and chronic fatigue.